Manufacturer narrative:
We have not received the device or any information in order to begin an investigation. We have not been given the lot code or po number and therefore cannot examine the DHR. A followup report will be submitted if we receive additional information.

Event description:
Customer reported that "the jaw of the laparoscopic grasper broke off and fell into the patient. The piece was able to be retrieved with no harm to the patient."